Manufacturer narrative:
(B)(4).

Event description:
It was reported "femoral arterial line had an issue with the guide wire. After insertion of catheter, guide wire broke when removing it from patient. Entire catheter removed with guide wire intact albeit broken. None of the guide wire was left in the patient." Additional information was requested but was not available at the time of this report. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing a severely unraveled guide wire. This guide wire is also pictured with an arterial catheter. Visual analysis of the catheter hub revealed that it is a 20ga catheter, which does not match the catheter for the reported finished good. The customer returned one, unopened 18 ga arterial kit on (B)(6) 2023 for analysis. The finished good mat#/lot# matches the reported finished good. No definite signs of a sterility breach were observed. On (B)(6) 2023, the customer returned a 20ga arterial catheter and guide wire. The second sample matches what is pictured in the customer image; however, this sample does not match the catheter/guide wire normally packaged within the reported finished good. Per confirmation from the customer, the sample returned on (B)(6) 2023 is a representative sample and the sample returned on (B)(6) 2023 is the actual sample for this complaint. Despite this, the customer could not verify the correct finished good mat#/lot# for the actual complaint sample. Visual analysis of the actual complaint sample revealed that the guide wire was inserted through the catheter body. It was observed that the distal end of the guide wire was severely unraveled. A kink was also observed at the proximal end. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. The distal and proximal welds were secure and intact. Visual analysis of the unopened representative sample did not reveal any defects or anomalies. The proximal end of the guide wire was inserted through the catheter body. Little to no resistance was observed as the guide wire passed with little to no resistance. The finished good material#/lot# was not known to obtain the actual IFU involved with this kit; however, an IFU from a similar product was reviewed. Per this IFU, the functional test was performed per statement, "thread tip of catheter over guidewire". A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed based on the batch number of the unopened representative kit returned by the customer. No relevant manufacturing issues were detected. The report of an unraveled guide wire was confirmed based on analysis of the returned sample. Visual analysis revealed that the guide wire was unraveled from the distal end as the core wire had separated directly adjacent to the distal weld. The catheter appeared to meet all relevant functional requirements; however, dimensional analysis could not be performed without the correct material#/lot# available. A device history record review was performed based on the reported finished good and no relevant manufacturing issues were detected. Based on the customer report and the sample received, the root cause cannot be determined without the material/batch # of the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "femoral arterial line had an issue with the guide wire. After insertion of catheter, guide wire broke when removing it from patient. Entire catheter removed with guide wire intact albeit broken. None of the guide wire was left in the patient." No patient harm was reported. The condition of the patient has been reported as "fine".

Manufacturer narrative:
(B)(4). Updated investigation results: the customer provided one image showing a severely unraveled guide wire. This guide wire is also pictured with an arterial catheter. The customer returned one, unopened 18 ga arterial kit on (B)(6) 2023 for analysis. On (B)(6) 2023, the customer returned a 20ga arterial catheter and guide wire. The second sample matches what is pictured in the customer image, and also matches the sample normally included within the revised finished good material#/lot#. Per confirmation from the customer, the sample returned on (B)(6) 2023 is a representative sample and the sample returned on (B)(6) 2023 is the actual sample for this complaint. Signs of use were observed on the returned sample involved with this complaint. Visual analysis of the actual complaint sample revealed that the guide wire was inserted through the catheter body. It was observed that the distal end of the guide wire was unraveled. A kink was also obs erved at the proximal end. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. The distal and proximal welds were secure and intact. Visual analysis of the unopened representative sample did not reveal any defects or anomalies. The guide wire length from the proximal weld to the point of separation on the core wire measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.516mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The catheter length from the hub to the distal tip measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The catheter body outer diameter measured 1.042mm, which is within the specification limits of 1.040mm-1.09mm per the catheter extrusion product drawing. The proximal end of the guide wire was inserted through the catheter body. Little to no resistance was observed as the guide wire passed with little to no resistance. Performed per IFU statement, the functional test was performed per statement, "thread tip of catheter over guidewire". Two device history record reviews were performed. One on the representative sample that was returned, and one on the updated finished good material#/lot# (lot# obtained from the sales history of the customer). No relevant manufacturing issues were detected. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of an unraveled guide wire was confirmed based on analysis of the returned sample. Visual analysis revealed that the guide wire was unraveled from the distal end as the core wire had separated directly adjacent to the distal weld. The catheter and guide wire met all relevant dimensional and functional requirements, and the device history record reviews performed did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow arterial cath set: 20ga x 8cm. Section d.4.-catalog# corrected to sac-00820. Section d.4.-UDI# corrected to 10801902144079.

Event description:
It was reported "femoral arterial line had an issue with the guide wire. After insertion of catheter, guide wire broke when removing it from patient. Entire catheter removed with guide wire intact albeit broken. None of the guide wire was left in the patient.". No patient harm was reported. The condition of the patient has been reported as "fine".